Event description:
Caller reported patient experienced unexpected elevated blood glucose levels; exact reading was not provided. Caller alleges the infusion device does not deliver insulin properly. Caller stated it seems that the insulin does not react as it is expected. Caller reported some insulin leaked into the infusion device and since then the patient's blood glucose level began rising. Caller stated patient's blood glucose level measured 24 mmol/l on which 7 units of insulin was administered; no effect. Caller reported patient's blood glucose levels stabilized with the use of the backup infusion device. Caller did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).